Event description:
Post deployment of a sapien xt valve in a 60/40 aortic position, tee demonstrated a moderate paravalvular leak (pvl) and a ventricular septal defect (vsd). 1cc extra was utilized to reinflate the delivery system in the first valve; however, the results were unchanged. The patient remained stable at this time. The decision was then made to deploy a second valve in a lower position to possibly cover the vsd and address the moderate pvl. The second valve was deployed 60/40 aortic within the first valve, pvl became mild but the vsd remained. The patient was in stable at the end of the procedure. The patient¿s native annulus had a valve area of 550mm2 by CT. Severe annular and lvot calcification was reported. It was perceived that the patient¿s severe annular/lvot calcification caused the vsd.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) and cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, are potential adverse event associated with bioprosthetic heart valves and the tavr procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Vsds may be of congenital origin, may be acquired as a result of penetrating trauma, blunt trauma, post-surgical contusion, myocardial infarction or perforation at cardiac catheterization. Physicians are extensively trained by edwards before they are qualified to use the sapien xt transcatheter heart valve (thv). The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. In this case, per report, the vsd was attributed to the patient¿s severe annular/lvot calcification. The moderate pvl was also most likely a resulted of the severe native annulus calcification. Procedural factors (possibly undersized valve) could also have been a contributing factor. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.